Event description:
It was reported that ultrasafe b100l ng green bulk amg safety guard could not activate. This was discovered before use. The following information was provided by the initial reporter: complainant could not get the green safety cap (referring to the needle guard) down so that the needle was exposed.

Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. Investigation conclusion: the customer issued a complaint for a damaged/defective syringe detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Root cause description: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Rationale: complaint is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe b100l ng green bulk amg safety guard could not activate. This was discovered before use. The following information was provided by the initial reporter: complainant could not get the green safety cap (referring to the needle guard) down so that the needle was exposed.